Event description:
No new information.

Manufacturer narrative:
Additional information: d4, d6a, d6b, h4. Correction: d9, h3. Device evaluation: follow-up report submitted to document device evaluation results. The reported event of the loosened screw and the postoperative fracture were confirmed according to the pre-operative scans and the visual inspection of the fossa component. The investigation into the left fossa component revealed that only two of three fragments were returned, with sem analysis indicating a low cycle fatigue rupture, signs of forced rupture, and secondary cracking¿likely exacerbated by a loose screw and repeated loading. The fossa component had been re-implanted during a secondary surgery prior to explantation, which likely compromised material stability, and while manufacturing records showed no issues, the failure is attributed to mechanical stress and altered structural integrity from re-adaptation during re-implantation. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that a revision surgery will be performed to replace the implants.